Event description:
The reported event was that the scanlan bulldog clamps did not sufficiently occlude the renal artery during a partial nephrectomy, resulting in an additional 300cc of blood loss and a potentially hazardous delay in the procedure during warm ischemia. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).